Event description:
It was reported that there was a problem with the control panel of an arctic sun device. Incorrect reading of the patient's temperature was noted. Alarm 47 "communication with the control panel" was displayed. Possible other faults that they were not aware. Per sample evaluation results on 15feb2024, it was reported that the arctic sun device flow rate was too low, circulation pump was too weak and mixing pump was too weak. The manifold was defective and did not always open the valves.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.